Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is possible that the cracks in the probe occurred due to the following mechanism(s). 1) during the output activation in seal & cut mode, the distal end of the probe was slightly contacting a thin equipment, causing spark generation. 2) a force was applied to the probe during spark generation. 3)cracks occurred in the probe due to the load applied to the probe during tissue grasping and seal & cut output. Additionally, it is likely that the peeling of the tissue pad occurred due to the following reason: when the grasping section was closed without grasping tissue, the seal and cut output was activated. (This includes after tissue resection). This caused the tissue pad to wear out and it was partially peeled off. The event can be detected/prevented by following the instructions for use which state: "do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities. Do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation". Olympus will continue to monitor field performance for this device.

Event description:
A customer reported to olympus that during a procedure, the thunderbeat tip broke while dividing adhesions. The event was detected with a warning on the generator. The therapeutic hiatus hernia repair was completed using a ligasure. The event was not considered life-threatening, did not result in a disability or permanent injury. No additional treatment was required, or an extended hospital stay. This report is related to linked patient identifier: (B)(6).

Manufacturer narrative:
The device was returned to olympus for evaluation but the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. Three attempts were performed to obtain additional information, but no response was received from the customer.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, no probe dislodgement was observed. There were cracks in the probe around the outer pipe. There were no scratches on the probe. In addition, the tissue pad had peeled off. There were no scratches or contact marks on the non-insulated parts of the grip. The ultrasonic level error (u509) occurred. The outer pipe on the gripping surface side, did not have scratches or contact marks. The investigation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.